Manufacturer narrative:
Device deemed reportable during investigation on march 30, 2020. Reporter is company representative; no facility information available. Investigation summary: visual inspection: the application instrument for sternal zipfix (p/n: 03.501.080, lot number: 7831855) was received at us cq. Upon visual inspection, the sternum tie component had a piece broken off. The trigger was not stuck upon operation. Service and repair evaluation: the customer reported the trigger was sticking. The repair technician reported the cutting saw is broken, pieces are missing. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was unconfirmed. Functional test: a functional assessment was performed. The trigger did not stick when operated back and forth several times. The complaint was unable to be replicated. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is unconfirmed as the functional complaint condition was not replicated. However, a piece of the sternum tie component has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part: 03.501.080. Lot: 7831855. Manufacturing site: hägendorf. Release to warehouse date: 28.mar.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during routine maintenance of various devices. The trigger of the three (3) application instrument for sternal zipfix was observed sticking on the gun, while the four (4) battery powered drivers were working too slow or not and one (1) matrixpro driver with buttons that were not working. There were no patient involvement. This is report 1 of 2 for (B)(4).